Event description:
The customer's mother reported that the insulin pump had a button error. The blood glucose reading was 250 mg/dl. Prior to the event, the customer had been swimming, the unit was in a bag and it may have been pressed in the bag. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, a missing end cap sticker, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No button error alarms were noted. However, corroded keypad traces were noted.